Event description:
Customer reports after the procedure, it was made apparent that the second device used for the procedure was expired, it had an expiration date of the 29-apr-2026. No patient injury.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. Follow up will be sent when the investigation is completed.